Event description:
The event occurred prior to the start of a procedure. The intended procedure is unknown. The procedure was completed with no delay. The device was not used to complete the procedure.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2 and e3.

Manufacturer narrative:
This supplemental report is submitted to correct the "date received by manufacturer" (g4) submitted on the initial report and the "date of event" (b3). The date received by manufacturer is jul 9, 2020.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer confirmed the likely cause was failure of the dr board, due to failure of the dr board op-amp.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set.

Event description:
A user facility reported to olympus that their device video connector was causing image problems; for the scopes that required front port, the image appeared black. There was no patient injury or harm, associated with the problem, reported to olympus.